Event description:
While preparing for a procedure, the end user noticed air entering the fluid management system. The physician replaced the navilyst y-adaptor with y-adaptor from another manufacturer and continued the case without further complications. It has been indicated that the reported defective device was disposed of by the end user. As the air was noted during prep, there was no contact with the pt, hence there was no harm to the pt.

Manufacturer narrative:
As indicated by the end user, the reported device was disposed of by the end user. Because the device was not returned, no device analysis could be performed. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Based on follow up conversation with the end user, it was indicated the physician prefers the y-adaptor from another manufacturer over the navilyst medical y-adaptor. A probable root cause for this incident is customer preference. A review of the device history records was performed for the indicated packaging and component lots for any deviation related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2009 navilyst complaint report noted no trend for the reported failure mode and product family. (B)(4).